Event description:
Customer reported via phone call that insulin pump's date and time would need to be reset with every battery change. Alarm history showed and unexpected restart alarm and a signal too low alarm. Customer's blood glucose was 441 mg/dl, which was treated with insulin pump. Insulin passed self-test. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.